Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: I have been getting report from the nurses regarding the new IV pumps that we transitioned to recently. They are saying they are getting many alarms on the pumps such as air bubble and distal occlusion. They are telling me they are spending an inordinate amount of time trouble shooting/managing the pumps and as a result they are being taken away from actually assessing/caring for their patients. Nurses were struggling in crr last night with life sustaining drips on a fresh open heart that was challenging to say the least. We we're finally able to start blood with a different IV pump and tubing. Sometimes minute bubbles are seen sometimes not. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three used samples without packaging were provided for evaluation. It should be noted that samples do not match the reported catalog. All samples were compared to the product drawing, and samples were determined to be catalog 490105. Samples were visually evaluated, and no defects were observed. In an attempt to replicate the reported defect of the air-in-line alarm on the pump, all samples were attached to the pump and then tested by running therapy while staggering the flow rate throughout the therapy. No alarms occurred during the testing of the returned sample. Samples were also leak-tested and occlusion-tested with passing results. A measurement of the outer diameter of the pump segment tubing was taken and found to be 0.150 in which meets the specification of 0.152 inches. Due to the absence of a lot number, we are unable to verify whether this device conformed to the applicable specifications at the time of its manufacture. B. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted. It should be noted that following sections were updated: section d4: item number updated to 490105. Section d5: UDI number updated to (B)(4).

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.